Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy had been off was unknown. The likely cause was that it didn't seem to be working. They called their hcp and they found it off and turned it back on. They were in the office about 10 minutes. Patient reported in (B)(6) 2023 they went through the court house x-ray to get their license renewed and showed them their ID card and they said that it wouldn't bother their implant. They had to keep checking their setting to make sure it was still on program 4.5. The patient further clarified that going through the x-ray out at the court house was the only cause they could think of. They have program 1 set on 6.0 now but want to try some other programs alter. They are still trying different settings. Patient said its been less than 1 year since the device was installed and there is lots of information in the booklets and inst ruction. Patient said hopefully its just them not understanding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back reiterating their return of symptoms. Patient stated that it doesn't feel like the device is working and that they can't hold their urine. Patient stated that they recently saw their hcp and got their ins battery checked, patient stated that hcp said ins is functioning but when they went their therapy was unknowingly turned off. Patient stated that they have been on program 1 and 2 for a long time, and expressed interest in switching programs. Agent helped walk patient through my therapy app. Patient was able to successfully connect and switch programs. Patient will monitor symptom's and make adjustments as necessary.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was in the last couple of weeks the patient has been having a return of urge symptoms that has gotten worse. The patient's doctor told the patient to call manufacturer for assistance in connecting to their settings. During the call the patient was able to successfully connect to the implanted neurostimulator and wanted to change programs. Patient will maintain stimulation level and will continue to track symptoms. Patient mentioned that they had an appointment with their doctor about 2 months ago and the hcp found that the therapy had been turned off and turned it back on.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.